Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6) with rf telemetry suspended. No intervention was performed as this issue resolved on its own. The patient had no adverse events.